Event description:
Related manufacturer reference number: 3006705815-2022-00962. It was reported that the patient's leads showed high impedances. In turn, the surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00962. Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00962.